Manufacturer narrative:
The pump was received with a constant blank flashing white lcd with beeping due to a vertical cracked lcd controller. The pump also had minor scratches on the lcd window, cracked battery tube threads, a scratched case, keypad overlay texture damage and a cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 15.0 mmol/l. The customer stated that the display is currently blank. The customer was advised to insert a new (B)(6) battery. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.